Event description:
The customer called and reported that the buttons on the insulin pump were not responsive. Customer's blood glucose was not known. It was stated the customer had been sleeping and a button was pushed for more than three minutes. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with an unresponsive up button due to corroded keypad traces. The pump had a bleeding lcd glass, minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a missing end cap sticker.